Event description:
Pt had bilateral silicone implants removed with capsulectomies due to ruptured implants. Capsulectomies revealed sticky yellow material compatible with implanted material. The right was revealed as a foreign body reaction. The left capsulectomy showed a response similar to silicone. History states a ten yr implant history. Implants were found with severe rupture and no obvious evidence of shell on either implant. Further testing is going to be done by another facility as requested by the pt's physician.